Manufacturer narrative:
All info provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retroactive review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Eval description: the reported field event of extended charge time was confirmed via review of stored electrograms in the laboratory. The device was tested the bench and out automated testing equipment. A new battery was used and no anomalies were found. Analysis found that the cause of the anomaly was due to normal battery depletion.

Event description:
It was reported that there was extended hv charging time. Noise on the atrial and ventricular channels were observed. During explant the device could mot be interrogated. The device was explanted.